Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
All three l9000 lightsources have gone in this facility. This is the second shipment of l9000's that this has happened with. Allegedly, they go into stand-by mode in the middle of cases.